Manufacturer narrative:
Investigation summary no product returned. Asae/hematoma: hematoma has developed at rt. Axillary artery cutdown site. Pt was transfused with prbc x2. The cause of the access adverse event was not determined since product was not returned and insufficient clinical details provided. Device history lot device lot: 1973996 device history batch sub-component lot: n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant. The patient was admitted to the hospital with ventricular tachycardia storm, and the medical team decided to implant an impella 5.5 to bridge the patient to a heart transplant or durable left ventricular assist device. The impella 5.5 was prepped, inserted via the right axillary artery, and support was initiated without complications. On support day 6, it was reported that the patient was transfused with two units of packed red blood cells and hematoma was observed at the impella access site. A nerve block was administered at the site. Imaging was performed to investigate the hematoma and revealed the hematoma to be stable and not actively bleeding. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.